Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cardiac perforation and pericardial effusion were observed. The lead went outside the heart. The pocket was revised by creating a window and placing a drain. The patient was stable.